Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system did not cleanly convert the patient's ventricular tachycardia (vt). It was noted that the patient was admitted to the hospital. Technical services (ts) analyzed device episode data and found that the shocks were appropriate and the arrhythmia was converted after the third shock. The electrogram (egm) had dashes because of the limitations of space. Ts observed functional undersensing as well as an increasing shock impedance ranging between 90 and 125 ohms, which was within normal limits for this device. Ts suggested x-rays and possibly new defibrillation threshold (dft) test based on patient condition. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, another arrhythmia occurred. Technical services (ts) analyzed device episode data and suspected that this rhythm was supraventricular tachycardia (svt) with aberrancy which this s-ICD exhibited double counting. An inappropriate shock was delivered which did convert the rhythm to normal. No adverse patient effects were reported. Currently, this s-ICD system remains in service.